Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown connecting screw. Part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports the following event: it was reported that the patient, with a history of osteopetrosis, underwent surgery on (B)(6) 2017 for the implantation of an unknown lateral femoral nail (lfn) nail, two (2) unknown recon screws and two (2) unknown distal locking screws to treat a fracture, unknown side. As the surgeon drilled for the recon screws through the nail and femoral head, he reported that there was some ¿play¿ between the instrumentation (aiming arm, connecting screw and insertion handle). However, he felt that he achieved good placement of the screws and that the x-ray taken supported his assumption. The instrumentation was checked after the procedure and it was reported that they were perfectly aligned. Postoperatively, date unknown, the patient stated that he was hurt and had increased pain. The surgeon re-reviewed the original x-ray and determined that the recon screws were incorrectly placed and were anterior to the nail. Therefore, the patient was returned to the operating room on (B)(6) 2017 and was revised to a trochanteric fixation nail (tfn) nail, a helical blade and two locking screws. It was reported that the lfn nail and four screws were removed intact and without any difficulty. The surgery was completed successfully and the patient stable. Concomitant medical products: lateral femoral nail (part #unknown, lot #unknown, quantity 1), recon screws (part #unknown, lot #unknown, quantity 2) and distal locking screws (part #unknown, lot #unknown, quantity 2). This report is for one (1) unknown connecting screw. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no reported delay in the surgery.